Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent moved distally and stent struts from row 1 and 2 on the proximal end were pushed, lifted and twisted distally. The maximum stent profile was measured and within the specification. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple hypotube kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 2.50 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was defective. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
UDI=(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 2.50 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was defective. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was fine.